Event description:
A healthcare facility in new york reported that the audible alarm of a mr850 respiratory humidifier was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to the fisher & paykel healthcare (f&p) service center in california where it was inspected by a trained f&p personnel. The device was performance tested and the audible alarm was checked. Results: performance testing revealed that the audible alarm of the mr850 respiratory humidifier was not working. Conclusion: we are unable to determine what may have caused the reported failure. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the audible alarm of a mr850 respiratory humidifier was not working. There was no patient involvement.